Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The suture split right behind the arm zone. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The attachement area of the needle is deformed and shows instrument marks at this area. The partial detached thread is spliced from the bore hole and the thread shows squeezed areas due to handling with an instrument. Grasping at the butt or attachment end could cause bending or breakage. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Care should be taken to avoid damaging the surface of the material with surgical instruments as this could lead to fracture of the material in use.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.